Manufacturer narrative:
(B)(4). It was reported that the product experience occurred during an attempted arteriotomy closure of a heavily calcified left common femoral artery. Reportedly, during arterial marking, blood flow from the marker lumen was poor. The device was removed and a second proglide device was attempted, but blood flow from the marker lumen was also poor. A non-abbott vessel closure device was used to achieve hemostasis. The customer reported that the device was discarded, which may have aided in the investigation. The deployment technique of the operator can influence poor arterial marking by not having the marker port of the device in the arterial lumen or having the marker port placed against the artery of the patient may cause slow blood flow through the marker lumen. However, no information in regards to the user technique was provided. Patient anatomical conditions can also influence poor blood flow through the marker port; such as low blood pressure, blood clotting in the marker lumen, small vessel diameter, and tissue interference may cause poor blood flow. It was reported that the common femoral artery of the patient was heavily calcified at the access site, which can be an influence blood flow from the marker lumen. Although, the operator was aware that the instruction for use states that the safety and effectiveness of the proglide device has not been established in patient populations with visible calcification at the access site; the operator choose to use the device with the understanding of the potential consequence. Based on the investigational finding, a conclusive cause for the reported slow blood flow from the marker lumen, which resulted in continued bleeding that, required the use of a non-abbott device to achieve hemostasis could not be determined. However, the reported heavy calcification at the access site may have played a role in the reported incident. A review of the lot history record did not reveal any relevant non-conforming material reports associated with this lot. Therefore, poor blood flow from the marker lumen does not necessarily indicate a lot specific product quality deficiency. During manufacturing, all proglide devices are 100% visually inspected for proper lumen placement, a sampling of units are destructively tested to verify product quality, including verification of lumen patency, and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number.

Event description:
It was reported that after a bilateral iliac stenting through a 7f procedural sheath, arteriotomy closure of a heavily calcified left common femoral artery was attempted with a perclose proglide device. Reportedly, during arterial marking, blood flow from the marker lumen was poor. The device was removed and a second proglide device was attempted, but blood flow from the marker lumen was also poor. The second proglide device was removed over a guide wire and a non-abbott vessel closure device was used to achieve hemostasis. There were no reported adverse patient sequela. It was believed that the calcification at the access site influenced the blood flow from the marker lumen. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.